Manufacturer narrative:
No probe was returned for not cutting. For the reported lot, four probe lots were used to make up the final lot. A device history record review of the probe lots was conducted. No anomaly was found during the device history record reviews. The product was released based on the manufacturer's acceptance criteria. No add'l investigation is required based on the device history reviews. A complaint history review indicates one add'l complaint was associated with the probe lots. Because a sample was not returned and the info provided indicated the product was released according to acceptable criteria, the root cause for the customer complaint issue cannot be determined. All probes are 100% inspected for actuation, aspiration and cut during manufacturing. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter had been working during calibration, however, when the surgeon was starting to use the cutter on the vitreous during surgery, the cutter didn't work. The case was able to be completed once the product was replaced. There was no harm to the pt. No sample expected to be returned. Add'l info was requested, however, none has been received to date.